Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
The hcp reported the patient experienced a "loss of therapy effect in continuous mode, but not in bolus mode." Pump and catheter troubleshooting were performed and both were found to be normal. The hcp explanted and replaced the patient's pump and catheter after 5 months implant duration. The hcp suspects a micro-leak in the catheter. The patient status after surgery was described as "ok". The patient was on lioresal (500 mcg/ml) and the pump was set at the minimal rate. Previously it was programmed to deliver 3 boluses a day (50 mcg each).